Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4).h3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced and the system then performed as in tended. Codes b01, c02, c08, and d02 are applicable to this analysis. H3, h6: the camera, lot number: p901067, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) c ontained scratches on the housing lenses. A check of the event log revealed intermittent firmware incompatibility and a sensor not functioning error. There was also a position sensor storage temperature error. The psu passed an accuracy test (aak) at .076mm with a passing threshold of .250mm. The reported event could be duplicated by medtronic personnel. Codes b01, c02, c08, and d02 are applicable to this analysis. H6: a05 - localizer faulted a1102 - error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system experienced a localizer faulted error in relation to the optical camera. The system was unable to initialize, and an image sensor fault was indicated. Camera leds showed a non-recoverable fault, with the green led off and the amber led on. The network device interface (ndi) toolbox displayed a red square around the hardware icon under system status, and status messagesincluded "unable to initialize the system" and "image sensor fault." Per the user guide, the probable cause was that the combination of camera leds indicated a non-recoverable fault, requiring camera replacement. There was no patient involved.

Manufacturer narrative:
D9 correction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received. The vendor analysis isolated the issue to a faulted battery. The battery, enclosure, and ir windows were replaced and the component functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.